Event description:
It was reported that a peritoneal dialysis (PD) patient was at the hospital due to Peritonitis that happened on (b)(6) 2026. It happened after treatment and the patient went to the hospital to complete treatment. Upon follow-up with the patient¿s PD registered nurse, it was reported that this patient was hospitalized on (b)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (WBC) count obtained and tested in the hospital on (b)(6) 2026 presented with Stenotrophomonas maltophilia in the culture and a WBC count of 6480/mm3. The patient was diagnosed with peritonitis that was attributed to a break in asepsis by hospital staff during CCPD on an unknown cycler from a previous hospitalization. It was affirmed that the patient¿s prior admission was unrelated to dialysis or the use of any Fresenius product(s) or device(s). The patient was prescribed intravenous Levofloxacin at 500 mg daily for 16 days to address the infection while hospitalized. The patient¿s PD catheter (not a Fresenius product) was removed during this hospitalization due to the nature of infection, and he was transitioned to hemodialysis (HD) for renal replacement therapy on a hospital provided HD machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (b)(6) 2026. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any Fresenius product(s) or device(s). The patient recovered from this event as he continues HD therapy on an in-center basis for 6 weeks and will resume CCPD therapy on the same Liberty Select Cycler upon replacement of his PD catheter.

Manufacturer narrative:
Clinical Investigation: A temporal relationship exists between CCPD therapy utilizing an unknown, hospital provided cycler and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that PD patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to contamination from hospital staff during PD with no indication of a causal or contributing malfunction or deficiency of any Fresenius product(s) or device(s) as reported by a medical professional. A majority of peritonitis infections are the result of contamination of the PD catheter or connections by the patient or caretaker. This is further supported by the presence of a microorganism that is nosocomial pathogen that colonizes in immunosuppressed patients such as the ESRD population. Therefore, the Liberty Cycler Set can be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists that stated the patient¿s adverse event was caused by the leak at the patient circuit, no objective evidence exists that a Fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.